Manufacturer narrative:
Clarification to d.6b, previously reported explant date (B)(6) 2024 this date is incorrect as explant surgery has not occurred.

Event description:
Upon further review, explant surgery did not occur.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, right side "capsular contracture, baker grade iii". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional later reported "no complaint."

Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii." The device has been explanted.